Event description:
During use of the device for a non-clinical activity, the user reported the heater cooler's service led was illuminated, and an audible alarm sounded. The device was powered off to stop the audible alarm. No other details regarding the nature of the event were provided. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.